Event description:
It was reported that t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support instructions to test different outlets and charging supplies, issue was resolved when a different charging cable was used.